Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for three (3) months prior to the event date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements and the lots met all specifications for release. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident is attributed to end user error.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2020, was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was diagnosed with peritonitis on (B)(6) 2021, after presenting to the outpatient dialysis clinic with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (elevated wbc count, result not provided) was collected, and the patient was treated (outpatient) with intraperitoneal (ip) vancomycin and ceftazidime (dosage, frequency, duration not provided). On (B)(6) 2021, the final culture results were positive for staphylococcus epidermis, and the patient¿s ceftazidime was discontinued. The pdrn attributed causality to a touch contamination event; however, the specifics were not provided. The pdrn stated the events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. The patient is recovering from the events and continues to utilize the same liberty select cycler at home as before the events.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. A temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal pain, which warranted antibiotic therapy. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, the adverse events were unrelated to any malfunction or deficiency of a fresenius device(s) and/or product(s). Staphylococcus epidermidis is part of the normal human biota and is one of the most common sources of infection in indwelling medical devices. Based on the information available, the liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, the patient continues to utilize the same liberty select cycler at home, without any reported issues of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
It was reported that a patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) since (B)(6) 2020, was diagnosed with peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was diagnosed with peritonitis on (B)(6) 2021, after presenting to the outpatient dialysis clinic with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (elevated wbc count, result not provided) was collected, and the patient was treated (outpatient) with intraperitoneal (ip) vancomycin and ceftazidime (dosage, frequency, duration not provided). On (B)(6) 2021, the final culture results were positive for staphylococcus epidermis, and the patient¿s ceftazidime was discontinued. The pdrn attributed causality to a touch contamination event; however, the specifics were not provided. The pdrn stated the events were unrelated to any fresenius device(s) and/or product(s) malfunction or deficiency. The patient is recovering from the events and continues to utilize the same liberty select cycler at home as before the events.